Event description:
Damaged catheter was found. The device has been in place for about a day prior to the incident. The catheter was placed on (B)(6) 2011. Leak of blood was found on (B)(6) 2011. However, the leak site could not be located. Later the blood leak incident, leaked from the catheter occurred again. The catheter was removed on (B)(6) 2011.

Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.